Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead extraction is scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was noted that the right atrial (ra) lead exhibited undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.